Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information provided from the user facility indicated an olympus gif 160 which has an outer diameter of 8.6 mm. This ligator is not compatible with the endoscope used in the procedure as the information indicated. This ligator is compatible with endoscopes that have an outer diameter of 9.5 mm - 13 mm only. Therefore, the ligator was used with an incompatible endoscope and this is the most likely cause for barrel detachment. Labeling on the device lists the recommended endoscope size for each reference a part number. Use of the product with an endoscope too large or too small can result in the barrel becoming dislodged. The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged¿. The instructions for use direct the user to "lubricate endoscope and exterior portion of the barrel." The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. Prior to distribution, all packaged 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure packaging integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a esophageal variceal ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician was not able to properly fix the [6 shooter saeed multi-band ligator] mbl-6 on the gastroscope, as the barrel was slipping on the endoscope. The physician then changed to another [6 shooter saeed multi-band ligator] mbl-6 and started the procedure, but it was difficult to make aspiration. During the procedure the barrel slipped (moved up and down) on the scope and hurt the variceal [varix] and the patient started bleeding. A cook sales representative confirmed a gif 160 gastroscope was used and stated: "if my knowledge of gastroscope is correct, I think that the outer diameter of the gif 160 is 8.6 mm. So customer should have used an mbl u-6 and not a mbl6 which is normally for outer diameter starting from 9.5 mm." It was later confirmed that the outer diameter of a olympus gif 160 gastroscope is 8.6mm. Clarification received on 4/25/16 from a cook sales representative: "I confirmed you that when the barrel slipped (moved up and down), the barrel scratched the variceal [varix] and the patient started to bleed very intensively. So he had to be placed on respiratory assistance and the doctor made a sclerotherapy with 20 cc of aethoxisklerol and then the patient went into intensive care. Obviously he is now ok but I have no more details. Moreover, he confirmed me that he used new endoscopes for this procedure and he will check if the endoscopes he used before are the same or different"